Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered a lead safety switch due to high out of range pace impedances on the right ventricular (rv) lead. The impedances were found to be greater than 2000 ohms. Episodes were reviewed and no noise was seen. There was one episode which showed the minute ventilation signal. At this time, boston scientific technical services (ts) recommended spilt configuration of the lead, so it paces in unipolar and senses in bipolar. The rv lead is another manufacturer's product. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.